Manufacturer narrative:
(B)(4). Device evaluation: the customer reported f-66 alarm was confirmed and reproduced during evaluation by technical services. However, the cause could not be identified and the device was returned to the customer unrepaired. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 66. The event was reported to have occurred upon power up in the medicine b-bb area. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.